Event description:
It was reported that the patient experienced deflation issues for an implantable penile prosthesis (ipp). The prosthesis would not empty due to the saline not transferring from the cylinders upon using the pump. The device was explanted. Additional information received indicated the product was tried and not implanted. No further information was provided.

Manufacturer narrative:
Malfunction was reported. The ams700 device was visually inspected and functionally tested. No leak was found. Both cylinders and pump performed within specifications. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. The allegation was not confirmed as the cylinders and pump performed within specifications, the most probable cause for this complaint was considered no problem detected. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient experienced deflation issues for an implantable penile prosthesis (ipp). The prosthesis would not empty due to the saline not transferring from the cylinders upon using the pump. The device was explanted. Additional information received indicated the product was tried and not implanted. No further information was provided.

Manufacturer narrative:
Date of event provided is a system-required field, unknown date.

Event description:
It was reported that the patient experienced deflation issues for an implantable penile prosthesis (ipp). The prosthesis would not empty due to the saline not transferring from the cylinders upon using the pump. The device was explanted. Further information has been requested and is not yet available. Should additional relevant details become available, a supplemental report will be submitted.